Manufacturer narrative:
Philips medical systems investigated the issue described above. The customer was advised to undock and redock multi measurement server (mms) to fms (flexible module rack) as the remote support engineer did not see this as a monitor (mx700) issue. The customer was also instructed to check connections. The customer found that the msl cable was not connected. They were instructed to connect it. Once this was carried out everything was working fine.

Event description:
The customer reported a patient was discharged automatically and the vital signs waves disappeared. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a patient was discharged automatically and the vital signs waves disappeared. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.